Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at unknown doses and concentrations via an implantable pump for non-malignant pain. It was reported that under the patient's previous physician, her pump medication was increased too high in 2015. She developed "left foot drop" and could not function because she was so over-medicated. The patient then consulted with another healthcare professional (hcp) and he had told the patient she was "lucky to be alive". Under the patient's current hcp's care, she was on the road to recovery. Her leg was 85% better and her mental acuity was back. It was later reported that the hcp had to do "some adjustment" and now they had it back to where it should be. It was stated that it took about 9 months to get there,but it was "all good now". No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from a patient. The patient reported they were being overdosed for approximately 18-months with fentanyl and bupivacaine. The fentanyl caused the patient to be "drugged out". The healthcare professional (hcp) increased the dosage over 250%. Immediately after the bolus, the patient lost the use of her leg and developed a food drop. The patient mentioned that they had gained about (B)(6) pounds, but did not provide a timeframe. The patient also stated that the fentanyl was used for spinal pain in their upper thoracic and cervical spine.